Event description:
It was reported that during a stent procedure, the stent delivery system (sds) would not cross the vessel. When the sds was pulled back into the guiding catheter (contrary to IFU), resistance was encountered. At this point, the complete system was removed as a unit. As the sds was seen coming out through the introducer sheath, it was noted that the stent was missing. The stent was seen just distal to the sheath and a snare device was used to successfully remove it. Reportedly, there was no patient injury.